Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited out of range impedance, elevated sensing integrity counter (sic), and non-sustained ventricular tachycardia episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.